Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow ups. It is reported that the pt expired approximately 21.5 months post index procedure. The cause of death is unk. It was not assessable if the event was related to the study stent. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
(B)(4). Eval, results: (death).